Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-20 the device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of a small an unruptured saccular internal carotid artery aneurysm located in cavernous segment. Measuring 5.6mmx4.5mm, landing zone distal 4.75mm proximal 5.2mm. Vessel tortuosity was described as minimal. It was reported sleeves were opened, however, the distal segment of the pipeline wasn't deployed despite all of the manipulations. The device was re-sheathed more than 2 times but did not open. The device was re-sheathed and removed with the catheter. Another pipeline device was implanted, and procedure completed successfully. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Date manufacturer received - additional information type of report - additional information follow-up type - additional information evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the pipeline flex with shield was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based the analysis findings, the report of pipeline flex with shield ¿failure to open at the distal end¿ could not be confirmed. The distal and proximal ends of the returned pipeline flex with shield braid appeared fully opened and moderately frayed. It is possible that the "patient tortuous anatomy" and "damaged braid" may have contributed to the reported issue. However, the cause of the event could not be conclusively determined. All products are 100% inspected for damages and irregularities during manufacture. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.